Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when puncturing lymph nodes with the single-use aspiration needle, the knob does not secure the needle to the endoscope. Therefore, the needle could no longer be blocked/stabilized during sampling. The defect was noticed at the beginning of the diagnostic procedure during the first lymph node puncture, so the operating time was extended by a few minutes. There was no reported patient impact or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The actual device used in the procedure was not returned to olympus for evaluation, however, an unused device from the same lot number was returned on 28aug2024. The unused product was inspected and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the actual product was not returned the exact manufacturer date cannot be determined, however, it was determined to be in august 2023. Therefore, the date in h4 will default to aug. 1, 2023. Based on the results of the investigation, a definitive root cause could not be determined as the actual product was not returned and the device that was returned and tested from the same lot had no malfunctions. However, based on the available information, the most likely reason the needle adjuster could not be fixed is because the needle adjuster lever was slid into a convex position rather than into the groove near the scale on the handle. The instructions for use (IFU) provides the following warning: "·before pushing the needle slider, confirm that the needle adjuster is fixed firmly. Be sure to firmly fix the needle adjuster. Otherwise, it could cause excess extension of the needle from the distal end of the sheath and perforation, bleeding, mucous membrane damage may result. ·if you feel excessive resistance while operating the needle adjuster lever, release the needle adjuster lever once and fix it again. Otherwise, it could damage the needle adjuster lever and patient injury, such as perforation, bleeding, or mucous membrane damage could result. ·pull the needle slider on the hand side until you feel a click." Olympus will continue to monitor field performance for this device.